Manufacturer narrative:
B3: (B)(6) 2025 was the month and year of the event but the exact day was not provided. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a damaged downstream occlusion (dso) seal, a damaged latch lock sensor and a damaged mainboard. The dso seal, latch lock sensor and mainboard were replaced to fix the issue.

Event description:
The device was returned due to showing that the cassette was not attached error. The results of the investigation found that the device's downstream occlusion (dso) seal was degraded. There was no patient involvement.